Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the error message ¿cannot open database¿ was displayed, and the login failed. A technical support specialist (tss) dialed into the device and found the data synchronized and maintenance services stopped and set to manual. Tss after logging in as carefusion admin, the tss confirmed that the dsclientoltp database was in emergency status. Tss following guidance from knowledge article- ¿how-to ¿ recover / repair a corrupted dsclientoltp database ¿, the tss ran the query to set the database to multiuser mode, and the emergency status cleared. The application launched successfully, the synchronization status was current, and the device rebooted without issues. The services were set back to auto (delayed start). The tss verified the device was functioning normally and notified the customer by email. The customer confirmed the device was working. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unexpected data error occurred and unable to login. Error message states that cannot open database. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.